Manufacturer narrative:
Four devices were returned and evaluated. The evaluation results is as follows: four devices were received and evaluated for the complaint regarding the needle button released event. All the devices' needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
Patient reported that this morning when patient woke up patient realized the needle button had popped out on the v-go device. Patient stated that his blood sugar was high. Patient stated that his blood sugar this morning was 188. Patient stated that his normal blood sugar readings in the morning is around 100.